Manufacturer narrative:
(B)(4). No conclusive evidence has been provided that supports or opposes the fact that the invisalign system aligners caused or contributed to the patients symptoms. This MDR is being filed because the treating doctor considered the event was life threatening to the patient and the patient reported the symptom of anaphylactic episode and invisalign system product was being used at that time.

Event description:
The patient reported symptoms of anaphylactic episode, lips and gums were swollen and minor difficulty breathing. The patient did not report requiring any medical intervention to alleviate the reported symptoms. The patient reported taking antihistamines (over-the-counter, unspecified) to alleviate the reported symptoms. The treatment was discontinued on (B)(6) 2015 and the patient is currently doing fine. The treating doctor considered the event was serious or life threatening to the patient.